Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: he function may be impaired if the following two conditions are met simultaneously: initial mode change to an adaptive mode (asv, apvcmv, apvsimv, intellivent-asv, (s)cmv+, simv+) and intellicuff and/or hamilton-h900 humidifier connected to the ventilator and active. If this impairment of function occurs, ventilation continues in "safety ventilation" and the ventilator alerts. Correction: install sw 1.2.2

Event description:
The following was reported to the hamilton medical ag: original complaint: customer reports that whilst in asv mode, device switched to spont due to apnea. Customer attempted to continue in asv but device again switched to spont due to apnea. After some playing with settings customer attempted to change mode and device switched to dafety ventilation. Complaint summary: device enters in safety ventilation because of software issue.